Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: total delamination of valve, yellow particles in device inner surface, fold creases and one linear opening. A leak test was performed which identified delamination. A microscopic analysis was performed which identify: total delamination of valve, one striated opening and wear abrasion. Based on the device analysis the final assessment is: total delamination of valve due to adhesive failure and one opening striated assessed as surgical damage.

Event description:
Healthcare professional reported right side "hole puncture". Device has been explanted.

Manufacturer narrative:
The reason for reoperation was deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side "hole puncture". Device has been explanted.